Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window never changed color. The entire system was withdrawn from the patient; however, the indicator window still did not change. Manual compression was held for 15 minutes to achieve hemostasis. There were no adverse consequences and no reported patient injuries. The device was used according to standardized procedure after a hepatic angiographic embolization interventional procedure. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in using the exoseal vcd. There were no visible signs of device or package damage prior to use. One exoseal device was used. A 5f non-cordis sheath was utilized. The femoral artery¿s suitability and vessel diameter (=5mm) were verified via angiography, and there were no signs of calcification, plaque, nearby stents, or significant stenosis. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. After first observing that pulsatile blood flow had completely stopped, the entire system was further withdrawn; however, the indicator window did not change. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies noted. The device will be returned for evaluation.